Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off as reported. The counter torque instrument was not used as required by the device labeling. The torque limiting handle which was used in conjunction with the driver shaft was found to output torque within specifications. Therefore the cause cannot be determined but the operational context (counter torque not being used) may have contributed to this event.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00090.

Event description:
It was reported that the torque limiting handle did not function correctly and caused the tip of the driver to break off during tightening within surgery. The procedure was completed using the same torque limiting handle and an alternative driver. There was a surgical delay of 50 minutes associated with this event, but there were no patient injuries reported as a result. This is report one of two for this event.